Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2010. It was reported the patient's lead had high impedance on contacts 9-16. It was reported reprogramming did not resolve the issue. An x-ray was performed, and no migration was observed. The patient's physician will determine the next course of action, which may include a possible revision.